Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, at 80% deployment, the valve did not appear to flower and expand fully. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The valve and dcs were replaced. A new valve was loaded onto a new dcs. During the valve load check, fluoroscopy identified a bent outflow crown of the valve frame. The valve was replaced. A third valve was loaded onto the second dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011358450); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory in original packaging and jar filled with clear solution. Visual analysis showed all leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. The valve was submerged in a warm saline bath; frame reset to original size. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned valve found no unusual characteristics during the visual examination of the valve. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.